Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 3.0 cm diameter fusiform abdominal aortic aneurysm. Thrombus was significant. The proximal neck was 27 mm in diameter and 50 mm in length. The left common iliac artery was 13 mm in diameter and the right common iliac artery was 17 mm in diameter. The right external iliac artery measured 5 mm in diameter and the left external iliac artery measured 8 mm in diameter. It was reported that the patient had paraparesis. It is possible that this event might have occurred during implant of the endurant devices though the physician is unable to confirm. The physician is monitoring the patient. No clinical sequelae were reported. The physician stated that it was possible that thrombus might have traveled to the brain.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (paralysis); cause is unknown; patient¿s condition affected effectiveness of device (possibly anatomy related; significant thrombus was in the thoracic).